Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error and multiple a off error. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and missing segments/partial display anomaly due to buttons not responding. Motor passed motor test. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).